Manufacturer narrative:
Additional information was received on may 23, 2019, it was clarified that during the procedure, the physician was attempting to advance the thermocool® smart touch® sf bi-directional navigation catheter into the aorta for a retrograde approach into the ventricle. At this time an aortic dissection was discovered when contrast was added and visualized in fluoroscopy. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30181596l number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered aortic dissection. During the procedure, an aortic dissection was discovered when contrast was added and visualized in fluoroscopy. No medical/surgical intervention was performed. The patient was transferred to the intensive care unit (ICU) and was monitored for one day. The patient was discharged at the next day and will continued to be monitored to assure the aorta heals. The patient¿s condition has been improving and continues to be monitored. Physician¿s opinion regarding the cause of the adverse event is that it was secondary to the procedure and that the patient¿s condition possibly contributed to the causality if the event.